Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the buttons were working intermittently. Another device was used to complete the case with no pt consequence. Unk if there was any trouble shooting done.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the blade gouged. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.